Manufacturer narrative:
Updated from malfunction to serious injury. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The personnel involved in the process were notified about the reported condition. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The physician reports an infection in 3 patients.